Event description:
Additional information was received amending the original complaint filed under 1820334-2018-02730 by cook inc. It was confirmed that the information reported was in reference to another complaint filed under 3002808486-2018-01044 by william cook europe. Therefore, cook inc. Has canceled the complaint related to 1820334-2018-02730. Any future information related to this event will be filed under 3002808486-2018-01044 by william cook europe.

Manufacturer narrative:
Additional information was received amending the original complaint filed under 1820334-2018-02730 by cook inc. It was confirmed that the information reported was in reference to another complaint filed under 3002808486-2018-01044 by william cook europe. Therefore, cook inc. Has canceled the complaint related to 1820334-2018-02730. Any future information related to this event will be filed under 3002808486-2018-01044 by william cook europe.

Manufacturer narrative:
(B)(4). This report includes information known at this time. A follow up report will be submitted should additional relevant information become available.

Event description:
It is alleged that the patient received a gunther tulip on (B)(6) 2007. It is alleged that the patient was injured without further explanation. Hospital and medical records have been requested but not yet provided.